Event description:
Customer reported there is damage located at the input for the rj11 clip. Issue was found during set-up but the date when discovered was not provided. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned unit confirmed the reported issue that the rj11 input is damaged. Nurse call receptacle moves when the nurse call cable is being plugged in. Nurse call light did not come on at the nurse call test fixture when weight is off sensor pad and nurse call cable is left alone. The nurse call light comes on and off at the nurse call test fixture when nurse call cable is moved and weight is off the sensor pad. Voice and mute functions cannot be tested since the nurse call function is not working properly. Unit passes all other functional tests. (B)(4).